Event description:
Patient was found on the floor by the nurse, per patient was trying to use commode. Pt had been on a bed alarm that was working properly prior to this fall. Bed alarm did not alarm with this event. Battery was changed to test and alarm still did not work. Alarm removed from service.